Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed change battery alarm after a new battery was inserted. Device battery indicator showed 30% battery. Customer's blood glucose was 17 mmol/l. Device also alarmed power loss alarm. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power loss alarm, low battery alarm and power error 25 were confirmed in the long trace. The power loss alarm occurred after the pump error 25 was cleared. The detailed trace analysis confirmed the pump alarmed low battery and then alarmed pump error 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to the non-sleep anomaly software error. The pump was received with a scratched case, a peeling serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.